Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Although multiple attempts were made to gather more information about the occlusions from the customer, there was no additional information provided.